Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number - the customer reported the following potentially associated lots: 60188275; 60187222; 60213303; 60218474; 60220134; 60213305; 60216311; 60214521; 60220135; 60215147; 60214522. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an unspecified number of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The bags were used with 4mg norepinephrine (non baxter). This issue was identified prior to patient infusion. There was no patient involvement. No additional information is available.